Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. However, the insulin pump alarmed for mother board and software errors. No blank display was noted. However, the insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.

Event description:
It was reported that the insulin pump alarmed an error and had a blank display. The blood glucose reading was 100 mg/dl. The customer stated that the insulin pump would not recognized a new battery. He noted that he had received a low battery alert, changed the battery, but saw a blank screen on the device. He changed the battery again thereafter, which was when he received the error alarm. He cleared the alarm but received another one shortly after. Advised replacement of the insulin pump. Nothing further reported.